Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer received a cartridge alarm (alarm 25). A supply change was performed resolving the issue. Customer¿s blood glucose level was 300 mg/dl.